Event description:
It was reported that during a percutaneous coronary intervention, stent damage occurred. The location and characteristics of the target lesion are unk. The physician was unable to cross the target lesion with a 2.75x28mm taxus liberte stent. The stent delivery system was removed and the procedure was completed with a different device. It was noted upon removal, that the stent was damaged. There were no complications and the patient condition post procedure was reported to be "good".

Manufacturer narrative:
Over the age of 18. As the unit has not been returned, a technical analysis was unable to be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered operational context as device performance was limited due to anatomical/procedural factors. (B)(4).